Event description:
A device was used during a rectal procedure. The device fired without incidence. On seventh post operative day an intestinal obstruction, due to an insufficient staple line, was identified. The patient later expired.